Event description:
It was reported that the piston on the pump did not fully retract, and a cartridge could not be loaded onto the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was educated to wait for app prompts before performing cartridge changes and was assisted with a pump reset. A cartridge was successfully loaded onto the pump, and insulin delivery was resumed.